Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Customer support provided pump reset information and assisted with the pump reset, after which the malfunction code did not recur. Customer was advised to continue using the pump and to contact support if any malfunction code appeared again, which the caller acknowledged and understood.